Event description:
Scrub technician sustained 2nd degree burn to abdomen when the bipolar wand was inadvertently activated. A hole was burned through surgical towel, scrub gown and scrubs. The wand does not have a cover or holder.======================manufacturer response for bipolar wand, aquamantys 6.0 bipolar sealer (per site reporter)======================manufacturer states they are aware of the problem. Is working on manufacture of holder for bipolar wand.